Event description:
MFR received report per device return form of "revision - replace pump and catheter due to pump stall." Follow up with physician revealed pt experienced severe baclofen withdrawal symptoms with return of severe spasticity at the time the pump stalled. The pt came to have routine refill and 18 ml of residual remained in the pump. During the previous month the pt had experienced increased agitation and increased choreoathetoid movements. The pt had been given increased doses of supplemental medications with some improvment. The catheter access port was accessed and clear csf returned. A rotor study was conducted and the rotor turned with the bolus dose. The device was replaced and the pt is feeling much better now.